Manufacturer narrative:
According to the customer on (B)(6) 2026, a dressing was placed on the his right third toe status post amputation. The dressing was removed by a home health nurse two days later, at which time signs of infection were noted, including foamy drainage from the wound and a foul odor. The nurse also observed signs of infection involving the fourth and fifth toes of the right foot. The dressing was changed. The podiatrist was notified, and the patient is scheduled for surgical intervention. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, a dressing was placed on the his right third toe status post amputation. The dressing was removed by a home health nurse two days later, at which time signs of infection were noted, including foamy drainage from the wound and a foul odor. The nurse also observed signs of infection involving the fourth and fifth toes of the right foot. The dressing was changed. The podiatrist was notified, and the patient is scheduled for surgical intervention. No additional information is available at this time.

Manufacturer narrative:
Update to g4. After further investigation, it has been determined that the 510(k) number is k060456. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.